Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator recorded an alert for shock impedance high out of range in the right ventricular (rv) channel. Boston scientific technical services reviewed the available data and confirmed the event. New data was provided and showed the shock impedance values returning to historic trend. Boston scientific technical services recommended that the patient continue their routine follow up. No adverse patient effects were reported. This device and competitor rv lead remains in service.